Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the front and rear response button dome switches were collapsed. The cause of the inability to activate the device is the collapsed response button dome swtiches. The root cause of the collapsed dome switches is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.